Manufacturer narrative:
(B)(4). Batch # u5ak8r. Investigation summary: the analysis results found that one ec60a device was returned with the joint cover damaged and with the anvil bent upwards. One ecr60b reload was present. The reload was received fully fired with the reload deck damaged. After further analysis, the articulation mechanism was noted to be damaged as the device would not articulate. The device was tested for functionality, dry fired and achieved its complete firing sequence without any difficulties. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The event described could not be confirmed, as the device opened and closed without any difficulties noted and the manual switch was totally functional and worked without any issue noted during functional test. It is possible that the damage to the anvil was due to the device being clamped over an excess of tissue or an object hard. It is possible that the damage on the articulation was caused by an abnormal amount of force being applied on the distal jaw, creating a torque on the articulation components. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments. In addition, a sample of the batch is inspected at fgqa. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a video-assisted thoracoscopic resection of lung lesions, after the third firing, the knife moved to the distal end, but could not return the knife at the fourth step. The knife reverse button would not work. The device was opened manually with a large amount of force. The staple line and cut line are all good. There were no adverse consequences to the patient. No additional information can be provided.